Event description:
Reporter alleged discrepant blood glucose values of 406 mg/dl back to back with a result of 101 mg/dl when testing was performed 5 minutes apart on the advantage system. Customer stated not having any glucose symptoms during the time of testing; however, did not provide the location of the testing. As a result, no actions were taken or treatment received reportedly. A request was made for the return of the suspect device and replacement product was sent.